Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, universal surgical manipulator (usm) #3 moved uncontrollably and drifted. The surgeon indicated that he had removed his head from the surgeon side console (ssc) but the usm still moved with a stapler instrument installed. As a result, the stapler instrument collided with the pulmonary artery (pa), causing the vessel to tear. The injury required an emergency conversion to an open thoracotomy procedure. Once the conversion to open was completed, the patient was put on cardio-pulmonary bypass, and the pa was over-sutured to repair the injury. A full lobectomy of the left lung was performed due to the extensive damage. The patient is still hospitalized, in stable condition, and expected to recover.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the reported event could not be confirmed. The fse verified that the universal surgical manipulators (usm's) only moved when under control of the master tool manipulators (mtm's) at the surgeon side console (ssc). The fse completed a system verification and test drive without any issues and the system was behaving as expected. The system was tested and verified as ready for use. A review of the site¿s system logs was performed and while the stapler instrument was on universal surgical manipulator (usm) #3, there was no indication that the surgeon removed his head from the console. Therefore, the usm would remain in following mode unless the surgeon swapped from controlling usm #3 to usm #4. When the stapler instrument was removed from usm #3, the mtm switched to usm #4. However, once a forceps instrument was installed on usm #3, the usm went back into following.